Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Per additional info received, the pt has experienced posterior vaginal wall and posterior compartment prolapse with labial hypertrophy and bilateral pelvic masses, thought to be bilateral hydrosalpinges and she underwent a robot-assisted bilateral salpingo-oophorectomy, sacrocolpopexy with mesh, rectocele repair, skinning vulvectomy and cystoscopy.

Manufacturer narrative:
(B)(4).